Manufacturer narrative:
The device was returned and the complaint was confirmed to be not locking. Examination of the returned arm found the locking mechanism to be worn, with intermittent incomplete locking and position sensitive. I was able to get all segments to lock some of the time and then on some attempts the distal tip would not secure seems to be a positional issue as a result of brake plate wear. Device history record review identified the arm was release to the field in 2017. The root cause was determined to be the result of age/wear and excessive use related to 7 years of field use as part of a loaner set and subjected to handling and repeated sterilization cycles where damage was accumulated over time. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "residual risks to the patient associated with use of general surgical instruments are. Instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Compatibility: do not use nuvasive instruments with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system." "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures...do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...surgical grade instrument lubrication should be applied to all moving components during the wash and sterilization cycle to ensure proper functionality...instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use if there is any doubt or uncertainty concerning the proper use of instruments please contact nuvasive customer service. Any available surgical techniques will be provided upon request. For optimal results, the same type of instruments used for implantation should be used for implant removal." "Information to obtain a surgical technique manual or other applicable instructions for use or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at." 9004421-en w-2022-12 .

Event description:
New or updated information listed on section h10.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive qa for evaluation. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury... Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that during a procedure, the distal section of the arm would not tighten. There was no report of adverse impact to the patient or procedure. No additional information is available.